Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cosmetic damage and insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-398a, mmt-1884. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a crack on the battery tube side. The damage was affecting/impacting pump functionality. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-332a, mmt-398a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2025 13:40:37.000 during bolus, (B)(6) 2025 13:41:22.000 during bolus, (B)(6) 2025 13:41:56.000 during bolus, (B)(6) 2025 13:43:28.000 during bolus, (B)(6) 2025 13:44:57.000 during bolus, (B)(6) 2025 13:52:51.000 during bolus, (B)(6) 2025 13:53:58.000 during bolus and (B)(6) 2025 13:55:07.000 during bolus in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked case (battery tube), battery tube threads - cracked and label damage (stained). No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage confirmed at the battery tube side. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.